Event description:
Revision surgery - the pt experienced pain, and the surgeon expected that it was caused by acetabular loosening. The surgeon replaced the femoral and fixed the stem, resulting in stability. The acetabular side was replaced with depuy product.